Event description:
The customer reported to olympus, the videoscope had a compromised image. The issue was found during an unspecified therapeutic procedure. The device was returned for evaluation. During the device evaluation, it was found that the monitor shows a black screen with no image due to damage to the imaging unit and a shaved video plug section electrical contact. There were no reports of patient harm. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.

Manufacturer narrative:
The device was returned to olympus for evaluation and the evaluation found that the bending section cover had a scratch, adhesive on the bending section cover had a chip, video connector and the video connector case had a scratch, control unit had a scratch, grip had a scratch, upward/downward plate had a scratch, right/left plate had a scratch, forceps elevator lever had a scratch, angulation lever had a scratch, light guide connector had a scratch, light guide cover glass had a scratch, switch #1 had a scratch, and the protector of universal cord on the suction connector side had a scratch. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Based on the results of the investigation, the suggested events were confirmed but the root cause could not be identified. However, a probable cause was determined as due to the damage of image sensor unit (disconnection, etc.) Or breakage of the mounting components (ic chip, capacitor, etc.) Of the electric board due to use stress, external factors, or handling. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 12 years since the subject device was manufactured. The instructions, operation manual ¿preparation and inspection: inspection of the endoscopic system¿, chapter 3, section 3.8, identifies the following related verbiage which could have detected the phenomenon: inspection of the endoscopic image: confirm that the wli and nbi endoscopic images are normal. 1. Before inspection, wipe the objective lens using clean lint-free cloths moistened with saline solution or sterilized water. 2. Observe the palm of your hand in the wli and nbi endoscopic images. 3. Confirm that light is output from the endoscope¿s distal end. (See figure 3.23) 4. Adjust the brightness level as appropriate. 5. Confirm that the wli and nbi endoscopic images are free from noise, blur, fog, or other irregularities. 6. Turn the angulation control levers slowly in each direction until it stops. 7. Confirm that the wli and nbi endoscopic images do not momentarily disappear or display any other irregularities. Olympus will continue to monitor field performance for this device.